Event description:
It was reported that stent dislodgement and removal difficulties occurred and that the patient experienced chest pain. Vascular access was obtained via the right radial artery. The 85% stenosed, 20mm x 3.00mm, concentric, de novo target lesion with a <=45 degrees bend target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After pre-dilatation with a 2.5mm x15mm nc balloon catheter, residual stenosis was 60%. A 20 x 3.00 promus premier stent delivery system (sds) was then advanced for treatment. However, the device could not cross the lesion and the stent dislodged from the sds at the proximal segment of the rca. The physician attempted to pull the stent back into a 6f guide catheter. The system was removed intact as a unit and it was noticed that the shaft was stretched. The patient then experienced chest pain. The physician considered the severe rca lesion contributed to the angina. The procedure was completed with another stent. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluation by MFR: the promus premier ous mr 20 x 3.00 mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted as its wings were folded and crimp markings could be noted on the balloon folds. An examination (visual and via scope) found no evidence of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement and removal difficulties occurred and that the patient experienced chest pain. Vascular access was obtained via the right radial artery. The 85% stenosed, 20mm x 3.00mm, concentric, de novo target lesion with a <=45 degrees bend target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After pre-dilatation with a 2.5mm x15mm nc balloon catheter, residual stenosis was 60%. A 20 x 3.00 promus premier stent delivery system (sds) was then advanced for treatment. However, the device could not cross the lesion and the stent dislodged from the sds at the proximal segment of the rca. The physician attempted to pull the stent back into a 6f guide catheter. The system was removed intact as a unit and it was noticed that the shaft was stretched. The patient then experienced chest pain. The physician considered the severe rca lesion contributed to the angina. The procedure was completed with another stent. No further patient complications were reported and the patient status was stable. It was further reported that the stent was still attached to the delivery system and the entire system was removed from the patient. The stent was only damaged and it took place before reaching the stenosis.